Event description:
Dealer states the chair is stopping but no flash code. He states its usually later in the day and only when on rougher terrain like offroad, off of cement. Could be battery related.